Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be user error, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. As the device is beyond a year from manufacture and with no indication of a manufacturing defect, no device history review was performed. Per service history review this device has not been in for service previously.

Event description:
It was reported that the patient not affected. 46hr infusion ended in 24hrs. April to pull history for evaluation. No patient injury. No additional information available.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.